Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger was not working. Patient stated that it took them 90 minutes to charge the implanted neurostimulator to 60-70% and it would not advance past 70%. Patient stated that sometimes they would reset the controller, and that sometimes it would work, but that it was very frustrating. Patient mentioned that they had the recharger replaced in the past. Agent found record from january 2024. Patient did not see any visible damage to the controller and rtm. Patient started a recharging session and reported seeing the 'replace controller batteries' message on the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt). It was reported that they were using the two batteries that came in the box with the controller and now "it is not working". Agent reviewed function of the aa batteries. Patient referenced that they shipped the battery pack back to medtronic with the controller. Patient mentioned their implant was depleted and cannot use their stimulation. A replacement battery pack was sent out. Additional information received from the patient. Patient called back and stated they were still having issues charging the implant and it was taking over an hour daily to charge the implant. Patient would reset the controller and clean the contacts. Patient confirmed they were using the replacement equipment. Agent redirected patient to an hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.